Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) had a plunger rod issue and an unfolding issue. There was patient contact with the product. No further information was received.

Manufacturer narrative:
Section a6: unknown; information not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown the extent of patient contact. Section d6b: if explanted, give date: unknown/not reported; it is unknown the extent of patient contact. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.